Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographic details were not provided. The event occurred sometime between december 18, 2018 and january 24, 2019, however the exact date is unknown.

Event description:
The customer reported that when using a saline flush with a closed male luer attached to a neutraclear IV extension connector, the neutraclear IV extension leaked. When the closed male luer was removed, the orange piston of the neutraclear did not return to the closed position. There was no report of patient harm.